Event description:
It was reported that there was right atrial (ra) lead undersensing which caused inappropriate detection of ventricular tachycardia (vt) during a supra ventricular tachycardia (svt) episode resulting in inappropriate anti-tachycardia pacing (atp). It was also reported that right atrial (ra) lead undersensing triggered device classified false termination of atrial tachycardia/atrial fibrillation (at/af) events at times. It was also reported that atrial capture could not be confirmed and there was far field signal on the atrial channel (in blanking period). It was also noted that there was chronic high threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).